Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery and left circumflex artery. A 38 x 2.75 promus premier drug-eluting stent was advanced for treatment; however, the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
A2. Age at time of event: 18 years or older device evaluated by MFR.: a promus promus premier ous mr 38 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery and left circumflex artery. A 38 x 2.75 promus premier drug-eluting stent was advanced for treatment; however, the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.